Event description:
Skin erosion at the biopsy began around (B)(6) 2024 after weeks of sharp pain and itching. Prior to this I also was seen at the emergency room (B)(6) 2024 due to infection at biopsy site. The marker became visible on (B)(6) 2024 along with breast tissue it was attached to. Today (B)(6) 2024, the marker and attached tissue was found in my bra having expelled itself from erosion site. This has been a painful process that interfered with breastfeeding my child. Biocorp. Now 5 weeks postpartum, I was 9 months pregnant when marker was placed. Biopsy marker, date of use: (B)(6) 2024. Reason for use: left breast biopsy. The problem stopped after use stopped; didn't restart.